Event description:
The hcp reported that the catheter was replaced in 2006 due to a catheter kink and the pt has "not had good efficacy" since then. The pt has responded to a few bolus doses that have been administered. Oral baclofen has also been prescribed. At a recent refill of the pump, the home health nurse expected to aspirate 4 mls, but 18 mls were aspirated. A follow- up report will be sent if add'l info becomes available.